Manufacturer narrative:
Concomitant product: product ID: 8709sc, lot# n175986025, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s pump no longer worked. The reporter stated the patient had back surgery and the catheter was cut. It was noted the patient reported that there was no drug in the system. It was further noted the MRI of the patient¿s upper and lower back was not related the infusion system. Additional information was requested, but was not available as of the date of this report.